Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead presented to the hospital hearing beep tones over the previous few days. The ra lead exhibited pace impedance measurements of greater than 2,500 ohms, loss of capture and no p waves. A lead fracture was suspected but unknown at this time. There was no noise observed. Pacing inhibition was observed and was thought to be due to the loss of atrial sensing. The beep tones were found to be due to the device hitting elective replacement indicator. The lead remains in service. No adverse patient effects were reported.